Manufacturer narrative:
Correction information provided b.5. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitrectomy surgery an ophthalmic console exhibited intraocular pressure issues and cutting action did not work while aspirating. There were no bleed or other complications observed by the customer. The surgery was completed without any patient impact. Additional information has been requested but is not available at the time of this report.

Event description:
A customer reported that while surgeon was aspirating with cutter off, and an intraocular pressure was decreased. There was no bleed or anything. No patient impact was reported. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Service history was reviewed for the system. There were no service records (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system found to meet all cosmetic and performance standards. Therefore, based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is:(B)(4).